Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a craniotomy surgery, it was observed that the craniotome device was not attaching to the motor and was chattering. It was reported that the device was not being used on the patient at the time the event occured. There was no delay to the surgical procedure as an identical spare device was available for use to successfully complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device not attaching to the motor and chattering was confirmed. Therefore, the reported condition was confirmed. It was also noted that the root cause of the attachment failure was from corrosion and organic debris which led to degradation of the bearings and other components resulting in misalignment of the inner races of the bearings. The assignable root cause was determined to be due to normal component wear out over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.